Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, kinking of the catheter noted on cxr. When the catheter was removed from the patient there were 2 fractures in the PICC line where the catheter was kinked. This was approximately midway of the length of the cut catheter (35 cm). Patient had to be stuck again. There was no harm reported.